Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported scan result of 161 mg/dl on the adc device compared to a glucose reading of 231 mg/dl on competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced described as "headache, hunger pain and dizzy" and self-treated with insulin (type/dose unspecified). There was no third-party treatment provided. There was no report of death or permanent impairment associated with this event.